Event description:
Pt presented for cardiac catheterization. After procedure was completed the physician attempted to use device to close right groin arterial puncture site. While using device one of the two needles exited the skin outside of the device. Despite multiple attempts the device could not be dislodged. Pt had to go to surgery for removal of device.